Event description:
It was reported that during an unknown procedure, the device was not working correctly.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. Date of event: unknown, assumed first day of month that complaint was reported. Batch # x95g14. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? If other, please specify. Were there any patient consequences? If yes, please describe." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with the trigger broken. In addition, the packaging opened was returned along with the instrument. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, 17 clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.